Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, basic occlusion test, occlusion test and prime test. The device primed properly and no error alarm noted. The unit was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and bleeding lcd glass.

Event description:
Customer reported the insulin pump alarmed during manual prime. Customer's blood glucose was 90 mg/dl. Troubleshooting was performed. Customer was advised to disconnect from the device. Customer stated the device has not been dropped. Drive support cap appears to be normal and does not recall pressing it. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.